Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2006: [missing records: records for the exploratory laparotomy were not provided.] (B)(6) 2006: (B)(6). Operative report. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Name of operation: laparoscopic incisional hernia repair with mesh. Assistants: (B)(6). Anesthesia: general via endotracheal. Anesthesiologist: (B)(6). Estimate blood loss: minimal. Complications: none. Indications: ¿mr. (B)(6) is a 51-year-old gentleman who in (B)(6) had a delayed presentation for appendicitis. He ultimately underwent exploratory laparotomy and was found to have abdominal sepsis. He was hospitalized for greater than a week. After that ultimately had drainage from his incision and now presents with reducible incisional hernia. Additionally, the patient has no prior screening colonoscopy and was initially scheduled for this procedure by dr. (B)(6). After extensive discussion with mr. (B)(6) in the office, I elected that most safe and prudent approach would be to proceed with colonoscopy followed by laparoscopic repair of hernia as long as no additional pathology was identified. Colonoscopy this morning revealed diverticulosis and no suspicion of malignancy. Risks, benefits, alternatives were explained to mr. Falcone in detail, all questions were answered with he and his wife, (B)(6) , who appeared to having a good understanding, with a desire for surgery.¿ description of operation: ¿the patient was properly identified. After obtaining informed consent, he was brought into the operating room, transferred to the operating table. Sequential compression devices were placed on his lower extremities and activated. He was induced under a general anesthetic and an endotracheal tube was placed. His abdomen was prepped and draped in a standard sterile, surgical fashion. He received IV dose of 2 g of ancef. After a safety pause, properly identifying patient diagnosis and procedures as well as his lack of medical allergies, we commenced the operation. After injection of 0.25% marcaine with epinephrine in the skin and subcutaneous tissues, a small incision was made in the left upper quadrant and a 12-mm optiview trocar and 10-mm 0-degree scope was used to gain access in the abdomen. Once safely in the abdomen, pneumoperitoneum was established to the level of 15 mmhg using carbon dioxide. We placed an additional 2 trocars in the left mid abdomen in the left lower quadrant in a similar fashion by using a 30-degree 10-mm scope and laparoscopic visualization. We were able to easily identify multiple ventral hernias consistent with this prior operation. There were some loops of small intestine as well as omentum adherent to the anterior abdominal wall and these were taken down using a combination of sharp dissection and electrocautery. Once the anterior abdominal wall was cleared off abdominal viscera, we then measured using the needle from our local syringe and marking on the external surface. Mesh was selected greater than 3 cm overlap on each side of the hernia. We ultimately placed a piece of 19 x 15 cm gore-tex dual mesh, 2-0 prolene sutures were placed at the edge of the mesh and the mesh was folded over the suture. The mesh was soaked in antibiotic saline and was handed into the abdominal cavity through the 12-mm trocar. We then resumed pneumoperitoneum. Mesh was properly positioned using a suture passer device. We were able to pass transfascial sutures at 6 different points. Mesh was quite tight at this time. Sutures were tied down and skin taut was relieved with a gentle release with tip of hemostat. Additional aliquots of local anesthetic were injected at the separate stab incisions. Using laparoscopic tacking device, we placed tacks circumferentially placing the coarsely woven side of the mesh to the anterior abdomen wall. Mesh appeared in the proper position with good overlap around the previously described hernia. We then switched to a 5-mm 30-degree scope and the 12 mm trocar in the left upper quadrant was removed using the cone closure device and suture passer as well as 0 vicryl suture. Fascia was reapproximated. We removed the left mid abdominal trocar and this trocar site appeared hemostatic. We then evacuated much pneumoperitoneum out of the left lower quadrant trocar and then this was withdrawn. Additional aliquots of local were placed at the incision. Skin was reapproximated using 4-0 vicryl suture. The abdomen was cleaned and dried and dermabond was applied as a dressing. The patient tolerated the procedure well and was transferred in stable condition to recovery room.¿ (B)(6) 2006: (B)(6). Intra-operative implant record. Implant sticker. Gore® dualmesh® plus biomaterial. Ref catalogue number: 1dlmcp04. Lot batch code: 04131662. W.l. Gore & associates. The record confirms a gore® dualmesh® plus biomaterial (1dlmcp04/04131662) was implanted during procedure. 2007: [missing records: records for CT scan confirming ¿recurrent incisional hernia¿ were not provided.] (B)(6) 2007: (B)(6). Operative report. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Procedure: laparoscopic recurrent incisional hernia repair with mesh, supplemented with a primary fascial closure at the umbilicus. Surgeon: (B)(6). Anesthesia: general via endotracheal by (B)(6) . Estimated blood loss: minimal. Complications: none apparent. Indications: "(B)(6) is a delightful, 52-year-old gentleman, well known to me. He underwent a laparoscopic incisional hernia repair on november 2006. He was postoperative and doing well approximately a month ago and notice a lump in his belly button. He was evaluated at my office. CT confirmed our suspicion of recurrent incisional hernia. Risks, benefits, alternatives were explained in detail. (B)(6) asked the appropriate questions, appeared to have a good understanding and was desirous of surgery. Risks of surgery include but are not limited to general anesthetic, bleeding, infection, injury to internal organs or blood vessels. We spent times in detail going over a possibility of mesh infection, possibility of recurrence of hernia, possibility of need for additional operations and procedures.¿ procedure: ¿(B)(6) was properly identified, and he underwent a mechanical bowel prep. After obtaining informed consent, he received 2 g ancef IV. He was brought into the operating room, transferred to the operating table, induced under general anesthetic. His abdomen was prepped and draped in a standard sterile fashion. We then proceeded with a safety pause. Using a veress needle, this was inserted in the left upper quadrant after positive drop test confirmed proper positioning. A pneumoperitoneum was established after louis had sequestered approximately 3 l of carbon dioxide. A 5-mm trocar was placed in the left upper quadrant. Once safely in the abdomen, we then placed 2 additional trocars after switching to a 5-mm, 30-degree scope. A 12-mm trocar was placed in the left upper quadrant at this site of the prior 12-mm trocar site. Two additional 5 mm trocars were placed to help with placement of mesh, visualization and tacking. Harmonic scalpel as well as sharp dissection was used to release small intestine that was incarcerated in the umbilical hernia. After meticulous dissection we were able to clear off the anterior abdominal wall. Cause for recurrence was shrinkage around the gore-tex mesh. This had retracted past one of the major hernias. There was an additional epigastric hernia at the superior aspect of his previous incisional hernia, at the end of his prior operation. These had had [sic] been covered with a gore-tex dual mesh. We then used an 18-gauge needle to delineate the fascial edges of our hernia defect. We calculated a greater than 3-cm overlap and required a mesh that was 26 x 28 cm. We used the largest piece of proceed surgical mesh. This was trimmed to the proper specification, and it was secured in a scroll-type fashion with two 0 prolene sutures at either end. This was passed through the trocar. Pneumoperitoneum was re-established. Using a suture passer device, the 12 o¿clock and 6 o¿clock sutures were grasped. We then used endotak spiral tacking device to secure at the mesh in between the scrolls. A single stitch was cut, releasing the right lateral scroll, and this was tacked to the anterior abdominal wall using the endo tacker. We then proceeded in a systematic fashion, placing transfascial sutures, with a suture passer device. These were more specifically 0 prolene, and there were placed every 5 cm. In a similar fashion a scroll stitch was cut, and the mesh was deployed on the contralateral side and secured with endotak. We then proceeded with a transfascial stitches every 5 cm. Additional tacks were placed circumferentially. We were happy with the broad coverage of the mesh. An abdominal protective site had been placed towards the intestines, and the ingrowth site had been placed towards the anterior abdominal wall. Pneumoperitoneum was evacuated under laparoscopic visualization. The trocar sites were closed with 0 prolene suture. Umbilical fascial defect was accessed directly, using a #10 scalpel blade, using electrocautery. We carried this down to find the anterior abdominal fascia, and fascia was secured to fascia using figure-of-eight 0 prolene suture vicryl 2-0 was used to retack the umbilicus back down to the fascia. The skin and trocar sites as well as our umbilical access were closed with 4-0 vicryl stab incisions. The trocar sites were dressed with dermabond and somewhat buttressed with steri-strips. Louis tolerated the procedure well, was transferred in stable condition to the recovery room, spontaneously breathing.¿ there is no mention of gore device removal in the records. (B)(6) 2007: (B)(6). Intra-operative implant record. Implant sticker. Proceed surgical mesh. Pcdt1. Lot: zgg374. Use by: 2008-05. Size: 26cm x 34cm. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. Medical records: the known medical records span (B)(6) 2006 through (B)(6) 2007 and not all records received in this time span are relevant to the gore® dualmesh® plus biomaterial. Patient information: medical history: (B)(6) 2006: appendicitis. (B)(6) 2007: recurrent incisional hernia. Prior surgical procedures: (B)(6) 2006: exploratory laparotomy, appendectomy. (B)(6) 2006: laparoscopic incisional hernia repair with mesh. Implant: gore® dualmesh® plus biomaterial. (B)(6) 2007: laparoscopic recurrent incisional hernia repair with mesh, supplemented with a primary fascial closure at the umbilicus. (Implant: proceed surgical mesh). Implant preoperative complaints: (B)(6) 2006: indication: ¿51-year-old gentleman who in (B)(6) had a delayed presentation for appendicitis. He ultimately underwent exploratory laparotomy and was found to have abdominal sepsis. He was hospitalized for greater than a week. After that ultimately had drainage from his incision and now presents with reducible incisional hernia. Additionally, the patient has no prior screening colonoscopy. I elected that most safe and prudent approach would be to proceed with colonoscopy followed by laparoscopic repair of hernia as long as no additional pathology was identified. Colonoscopy this morning revealed diverticulosis and no suspicion of malignancy.¿ implant procedure: laparoscopic incisional hernia repair with mesh. [Implant: gore® dualmesh® plus biomaterial, 1dlmcp04/04131662, 15cm x 19cm x 1mm thick, oval] implant date: (B)(6) 2006: wound classification: not provided. Description of hernia being treated: ¿after injection of 0.25% marcaine with epinephrine in the skin and subcutaneous tissues, a small incision was made in the left upper quadrant and a 12-mm optiview trocar and 10-mm 0-degree scope was used to gain access in the abdomen. Once safely in the abdomen, pneumoperitoneum was established to the level of 15 mmhg using carbon dioxide. We placed an additional 2 trocars in the left mid abdomen in the left lower quadrant in a similar fashion by using a 30-degree 10-mm scope and laparoscopic visualization. We were able to easily identify multiple ventral hernias consistent with this prior operation. There were some loops of small intestine as well as omentum adherent to the anterior abdominal wall and these were taken down using a combination of sharp dissection and electrocautery. Once the anterior abdominal wall was cleared off [sic] abdominal viscera, we then measured using the needle from our local syringe and marking on the external surface. Mesh was selected greater than 3 cm overlap on each side of the hernia. ¿ implant size and fixation: ¿we ultimately placed a piece of 19 x 15 cm gore-tex dual mesh, 2-0 prolene sutures were placed at the edge of the mesh and the mesh was folded over the suture. The mesh was soaked in antibiotic saline and was handed into the abdominal cavity through the 12-mm trocar. We then resumed pneumoperitoneum. Mesh was properly positioned using a suture passer device. We were able to pass transfascial sutures at 6 different points. Mesh was quite tight at this time. Sutures were tied down and skin taut was relieved with a gentle release with tip of hemostat. Additional aliquots of local anesthetic were injected at the separate stab incisions. Using laparoscopic tacking device, we placed tacks circumferentially placing the coarsely woven side of the mesh to the anterior abdomen wall. Mesh appeared in the proper position with good overlap around the previously described hernia. We then switched to a 5-mm 30-degree scope and the 12 mm trocar in the left upper quadrant was removed using the cone closure device and suture passer as well as 0 vicryl suture. Fascia was reapproximated. We removed the left mid abdominal trocar and this trocar site appeared hemostatic. We then evacuated much pneumoperitoneum out of the left lower quadrant trocar and then this was withdrawn. Additional aliquots of local were placed at the incision. Skin was reapproximated using 4-0 vicryl suture.¿ explant preoperative complaints: (B)(6) 2007: indication: ¿52-year-old gentleman, well known to me. He underwent a laparoscopic incisional hernia repair on (B)(6) 2006. He was postoperative and doing well approximately a month ago and notice [sic] a lump in his belly button. He was evaluated at my office. CT confirmed our suspicion of recurrent incisional hernia. Risks, benefits, alternatives were explained in detail. Louis asked the appropriate questions, appeared to have a good understanding and was desirous of surgery. Risks of surgery include but are not limited to general anesthetic, bleeding, infection, injury to internal organs or blood vessels. We spent times in detail going over a possibility of mesh infection, possibility of recurrence of hernia, possibility of need for additional operations and procedures.¿ explant procedure: laparoscopic recurrent incisional hernia repair with mesh, supplemented with a primary fascial closure at the umbilicus. [Implant: proceed] explant date: (B)(6) 2007: wound classification: not provided. Procedure: ¿using a veress needle, this was inserted in the left upper quadrant after positive drop test confirmed proper positioning. A pneumoperitoneum was established after louis had sequestered approximately 3 l of carbon dioxide. A 5-mm trocar was placed in the left upper quadrant. Once safely in the abdomen, we then placed 2 additional trocars after switching to a 5-mm, 30-degree scope. A 12-mm trocar was placed in the left upper quadrant at this site of the prior 12-mm trocar site. Two additional 5 mm trocars were placed to help with placement of mesh, visualization and tacking. Harmonic scalpel as well as sharp dissection was used to release small intestine that was incarcerated in the umbilical hernia. After meticulous dissection we were able to clear off the anterior abdominal wall. Cause for recurrence was shrinkage around the gore-tex mesh. This had retracted past one of the major hernias. There was an additional epigastric hernia at the superior aspect of his previous incisional hernia, at the end of his prior operation. These had [sic] been covered with a gore-tex dual mesh. We then used an 18-gauge needle to delineate the fascial edges of our hernia defect. We calculated a greater than 3-cm overlap and required a mesh that was 26 x 28 cm. We used the largest piece of proceed surgical mesh. This was trimmed to the proper specification, and it was secured in a scroll-type fashion with two 0 prolene sutures at either end. This was passed through the trocar. Pneumoperitoneum was re-established. Using a suture passer device, the 12 o¿clock and 6 o¿clock sutures were grasped. We then used endotak spiral tacking device to secure at the mesh in between the scrolls. A single stitch was cut, releasing the right lateral scroll, and this was tacked to the anterior abdominal wall using the endo tacker. We then proceeded in a systematic fashion, placing transfascial sutures, with a suture passer device. These were more specifically 0 prolene, and there were placed every 5 cm. In a similar fashion a scroll stitch was cut, and the mesh was deployed on the contralateral side and secured with endotak. We then proceeded with a transfascial stitches every 5 cm. Additional tacks were placed circumferentially. We were happy with the broad coverage of the mesh. An abdominal protective site had been placed towards the intestines, and the ingrowth site had been placed towards the anterior abdominal wall. Pneumoperitoneum was evacuated under laparoscopic visualization. The trocar sites were closed with 0 prolene suture. Umbilical fascial defect was accessed directly, using a #10 scalpel blade, using electrocautery. We carried this down to find the anterior abdominal fascia, and fascia was secured to fascia using figure-of-eight 0 prolene suture vicryl 2-0 was used to retack the umbilicus back down to the fascia.¿ a pathology report detailing analysis of the device removed during the (B)(6) 2007 procedure was not provided. Conclusion : it should be noted that the gore® dualmesh® plus biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device lost anchorage may be a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision / re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. Section c1: name: plus antimicrobial product coating. Manufacturer/compounder: w. L. Gore & associates, inc. Lot number: 04131662. Additional manufacturer narrative: the plus antimicrobial product coating contains silver carbonate [approximately 800 micrograms per cubic centimeter of product (g/cm3)], and chlorhexidine diacetate [approximately 1600 micrograms per cubic centimeter of product (g/cm3)]. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Product identification records for the alleged gore device were provided; however, the lot # was not valid, therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® plus biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic incisional hernia repair on (B)(6) 2006 whereby a gore® dualmesh® plus biomaterial was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred. It was reported the patient alleges the following injuries: mesh shrunk and retracted, mesh failure causing an additional revision surgery. Additional event specific information was not provided.